Event description:
Patient reports noticing the right tooth really exposed, the gum far up so it looks like the tooth is almost coming out and has the beginning of periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.